Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for an esophageal varices banding procedure on (B)(6) 2013. According to the complainant, during the procedure, a speedband superview super 7 device was used. There was no difficulty setting up the device. No visible damage was noted on the device and the packaging. The physician attempted to deploy two ligation bands and they both fell off inside the patient. The physician then attempted to deploy another four ligation bands. However, the same problem occurred. All ligation bands failed to deploy onto target site. The procedure was completed with a different device. There were no patient complications reported as a result of this event. There were no further interventions except that the patient had to stay 30 minutes longer for observation.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.